Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical evet and is not related to the device. Deflation: observed, one opening in the anterior side assessed as surgical damage and one opening in the posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Non penetrating nick.